Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the alarm powers on, but there is no alarm tone. The alarms battery door is missing and the liquid label is missing. Note: posey instructions for use state: if the posey keepsafe is subjected to severe mechanical shock such as dropping, or is submerged in liquid, it may stop functioning as designed. (B)(4).

Event description:
The customer did not provide a reason for the return of the alarm. There was no patient incident or injury. The returned product has a note reading "no sound". Inspection shows that the alarm powers on, but has no alarm tone.